Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient's daughter reported to ms&s that her mother has been using trifunnel feeding tubes for two years. The daughter stated the feeding tube balloon ruptured after two months and had to be replaced. Ms&s advised that the trifunnel feeding tubes are meant to be replaced every 30 days. Ms&s sent documentation stating that the feeding tubes/balloons need to be replaced every 30 days per the mother's request. This report addresses the first device.